Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the patient was fine after the event.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Upon receipt, the device would not communicate due to a low battery voltage. The low battery voltage was due to high current traced to the hybrid. The cause of the high current drain is believed to be an anomalous component on the hybrid.